Event description:
The customer reported the unit alarmed with a vent inop message on the monitor display. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer was unable to duplicate the reported issue. Review of the device diagnostic history indicated the ventilator was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The diagnostic history indicated the depleted battery occurrence was then followed by the reported vent inop occurrence when the ventilator was powered up. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply. The service engineer completed a full performance verification test to operating specifications.